Event description:
The catheter was placed 10/6/96. On 10/7/96, the nurse was removing the dressing when the catheter broke. It was reported that there were no scissors involved. No pt injury was reported to have occurred.